Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70e serial/lot #: (B)(4). Description: trial linear st lead, 70cm.

Event description:
A report was received that the trial patient ripped one and a half of his leads off. The half of the lead remained under the patient's epidural space. An x-ray was taken of the remaining half of the lead. The patient underwent a surgical procedure wherein the stitches were taken out and the retained half of the lead was removed. Nothing was left inside the patient. The patient was reportedly doing well.